Event description:
While attempting to convert the heart rhythm of a pt the device discharged at 100 joules, however the pt's heart rhythm was not converted. The unit was charged to 200 joules but displayed a "defib fault 80" message and failed to discharge. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to reported malfunction.